Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Subsequently, stored episodes were observed due to oversensing of noise. The noise was suspected to be related to myopotentials due to unipolar sensing post lss. Technical services (ts) discussed potential causes and troubleshooting and programming options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Subsequently, stored episodes were observed due to oversensing of noise. The noise was suspected to be related to myopotentials due to unipolar sensing post lss. Technical services (ts) discussed potential causes and troubleshooting and programming options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that it was unknown if the root cause of the out of range measurements was determined. Programming changes were made to the lead sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Subsequently, stored episodes were observed due to oversensing of noise. The noise was suspected to be related to myopotentials due to unipolar sensing post lss. Technical services (ts) discussed potential causes and troubleshooting and programming options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that it was unknown if the root cause of the out of range measurements was determined. Programming changes were made to the lead sensitivity and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that a lead fracture was identified on fluoroscopy. Surgical intervention was undertaken. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.